Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After crossing the lesion with a guidewire, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation; however, during the initial inflation, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications nor injuries were reported.